Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that, a consumer's blood glucose meter lcd display is missing segments from the first digit and the consumer is not able to read the whole result. The meter in question will be returned for evaluation.